Event description:
It was reported that the patient experienced a loss of therapeutic effect following a kidney infection. Her doctor noted that her nerve might be weak and it may be necessary to change the settings. The patient stated that she had tried all of her current programs; however, it appeared she was using the patient programmer incorrectly and may have accidentally been turning the therapy off. The patient was educated on using the programmer and changed to program 2 at 5.4 volts. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3093-28, lot# v340501, implanted: 2009 (B)(6), explanted: na. Programmer: model unknown, serial# unknown.